Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33, lot# v871804, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported that starting about two months ago, the patient started having episodes of leakage or urine after getting out of bed. It was added that the implantable neurostimulator had moved from where it was located near the incision site. The patient used to feel the ¿leads¿ and now she did not. The patient could not adjust above 2.7v on group 1 as they were getting the ¿upper limit¿ screen. No additional programs were available to the patient. About two weeks later, it was reported, the patient had experienced a loss of therapeutic effect and had no stimulation sensation. It was stated that it ¿stopped working¿ about 4-6 months prior. At first it was working just fine for a while and then ¿all of a sudden it just quit.¿ the patient was wearing pads at night and could not make it to the bathroom. The patient had felt stimulation ¿only for a while¿ after implant. The patient was not sure if it was working anymore because ¿it didn¿t feel like it.¿ the patient was again unable to adjust stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.